Event description:
It was reported that patient underwent initial right total hip arthroplasty on an unknown date in (B)(6) 2003. Subsequently, patient allegedly has experienced pain, tenderness, swelling, and elevated metal ion levels. A revision procedure has been indicated; however, no revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.